Manufacturer narrative:
There was no patient involvement. The heater-cooler 3t 16-02-80 is not distributed in the USA, but it is similar to the heater-cooler 3t 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative confirmed the reported error and found that patient pump 1 was not running smoothly. Maintenance was performed on the pump and subsequent tests were performed without further issues. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that the heater-cooler 3t displayed an error code on the patient circuit following a procedure. There was no report of patient injury.